Event description:
The occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to occlude the vessel. The physician then noticed that the occlusion balloon deflated unexpectedly. The pt is reported to be fine.